Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12830. It was reported the pt's ipg was repositioned due to discomfort. The pt has two ipgs implanted, the ipg on the right side was repositioned. Note: both ipgs are being reported as there is no indication in the records which ipg was located on the right side.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.